Event description:
Same case as # 2029214-2006-00005. It was reported during a fistula aneurysm coiling procedure, the coil was broken at the detachment zone when physician needed to reposition. The coil was left in the fistula mass and physician was unable to retrieve it. The pt status was reported as "did not suffer any disabilities" as a result of this event.